Event description:
It was reported that fluoroscopy revealed the atrial lead had dislodged due to twiddlers syndrome. The lead was capped. No adverse consequences occurred.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.